Event description:
The customer called technical support (ts) reporting that the device has a touchscreen will not pass calibration. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided biomed with the part # for the v60 touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards.